Event description:
It was reported that during a laparoscopic hysterectomy procedure, the surgeon attempted to place 5mm port under direct visualization of the camera but was unable to gain entry. She then went in the umbilicus and was having difficulty gaining entry and switched to a longer 5mm trocar and was able to gain entry. A hemoperitoneum was noted. A second 5mm port was placed in the left lower quadrant to evaluate the amount of hemoperitoneum. The case was then converted to open. A general and vascular surgeon was called in to perform a colon resection with primary anastomosis and a patch angioplasty of the right common iliac. One device was discarded.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what is the patient¿s bmi? (B)(6). Has the patient had any previous surgeries? Yes - one. Please describe the difficulty experienced during the first entry. Physician stated she felt a little resistance but pushed further. Why was the patient having a hysterectomy? How experienced is the surgeon using a bladeless trocar with direct visualization? Did the injury occur with the primary insertion (b5lt) or secondary insertion? Primary was a 0 degree scope or angled scope being used? 5mm 0 degree scope used. What is the patient¿s current status? Unknown. Is the patient expected to have a full recovery? Unknown.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the patient¿s bmi? Has the patient had any previous surgeries? Did the surgeon insufflate prior to using direct visualization entry? Please describe the difficulty experienced during the first entry. Why was the patient having a hysterectomy? How experienced is the surgeon using a bladeless trocar with direct visualization? Did the injury occur with the primary insertion (b5lt) or secondary insertion? Was a 0 degree scope or angled scope being used? What is the patient¿s current status? Is the patient expected to have a full recovery?